Manufacturer narrative:
On 6/28/2019, mentor became aware that patient underwent bilateral explantation and replacement with catalog number 3502251bc; serial number (B)(4) on the left side and with catalog number 3502251bc; serial number (B)(4) on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side breast deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 175cc mentor smooth round moderate plus profile and was presented with left breast implant deflation on (B)(6) 2019. As a result, the device will be explanted on (B)(6) 2019.

Manufacturer narrative:
On 7/23/2019, the mentor failure analysis lab received the device for evaluation. On 8/5/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample, it was observed a crease in the posterior view. Leak testing revealed a tear within the crease measuring approximately 0.1 cm. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).